Event description:
Iab 40 cc, balloon rupture, leak, doctor told risk mgnt perforated aorta, filed medwatch with FDA. Service will perform diagnostic testing in 06/2005.

Event description:
Cardiologist told risk mgmt perforated aorta. Event complications: pt. Died rptd. 6/2005. Pt's currents status: expired. Rptd. 6/2005.